Event description:
It was reported that the patient has been having pain ever since the implant. The patient experiences a sharp pain in the hip and femur every time he sneezes, coughs, stretches, or tries to extend his leg. The pain occurs daily. He states that when sitting, his left buttock feels like he has a thick object in his pocket. He had a second opinion in (B)(6) 2012 to identify the source of the pain. The x-rays that were taken showed no areas for concern.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.